Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, and the customer's age and weight were not provided.

Event description:
The customer reported that he obtained blood glucose readings of 387 mg/dl and 38 mg/dl at 4:28 a.m. On the contour next one meter. The customer experienced a symptom of hyperglycemia i.e. Frequent urination. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips from lot # 9bpeg08b using a blood sample, which gave a satisfactory performance.